Event description:
It was reported that during an unrelated procedure, insulation damage was visually observed on the right ventricular (rv) lead. The rv lead was capped and replaced during the unrelated procedure to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.